Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: foreign material on implant.

Event description:
Physician reported "implant defect", "damaged or not ¿usable; there were dimples with black dots on the implant." Device was not implanted.

Manufacturer narrative:
E1. Zip code continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b5, e1, h1.

Event description:
Healthcare professional reported "implant defect", "damaged or not ¿usable; there were dimples with black dots on the implant." Healthcare professional later reported the package was opened. The packagae was intact when opened. Device was not implanted.